Event description:
On (B)(6) 2013, the distributer contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: on examination, the keypad was noted to be fully intact without damage. Testing confirmed intermittent responses of all the keypad buttons. All the buttons required multiple presses with increased force applied to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.